Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: excessive force applied by user. Inadequate window profile. Excessive vibration. Surgeons setting above the recommended settings. Incorrect rfid tag. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was alleged that the teeth on the outside of the 4mm dual edge dinged up the cartilage next to the meniscus.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was alleged that the teeth on the outside of the 4mm dual edge dinged up the cartilage next to the meniscus.